Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Data was not provided for evaluation. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage was measured and passed. Pairing test with (B)(4) bluetooth device passed. Share log was not available. Bin file analysis passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. No product or data was provided for evaluation. The reported glucose values fall within the d zone of the parkes error grid. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.